Event description:
It was reported that a pta balloon was difficult to inflate during use in a central vein, however the balloon was still used for treatment. The healthcare provider reported the pta balloon then failed to deflate and could not be retracted through the 8fr sheath. The hcp further reported a needle stick through the skin was used to deflate the balloon. Another balloon was reportedly used for the procedure. There was no known impact or consequence to the patient.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 12mm x 4cm balloon. Slight bunching of the balloon material was noted near the distal tip, possibly indicating that the glue bullet had become lodged inside the outer catheter. No other anomalies were noted to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. Attempts were made to inflate and deflate the balloon with water. The balloon was unable to be inflated, as water leaked out of the needle stick location on the balloon. The balloon was cut with a scalpel near the inflation deflation ports. Upon removing the balloon, it was noted that the glue bullet was not in its correct location and was lodged inside the outer catheter shaft. The polyimide was pulled distally to remove the glue bullet from the outer catheter. Upon removal, it appeared that the diameter of the glue bullet was too small, causing it to become lodged inside the outer catheter shaft. Additionally, the flat edge of the glue bullet was slanted. It was also noticed that there was extra tension in the polyimide that was causing the glue bullet to pull back towards the distal end of the outer catheter. The stepped portion of the shaft was examined under microscopic magnification and was observed to be oval in shape. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is inconclusive for inflation/deflation issues and retractions problems, as the balloon was unable to be inflated due to the needle stick puncture to the balloon. The investigation is confirmed for a product quality issue, as the od of the glue bullet was too small and the flat edge was slanted, causing the glue bullet to become lodged within the outer catheter shaft. The evaluation found the glue bullet was lodged within the catheter shaft, blocking the inflation/deflation ports. The od of the glue bullet did not meet the minimum required specification of 0.0628", the glue bullet was measured to be 0.0599". Additionally, the flat edge of the glue bullet was slanted. The root cause for the glue bullet becoming lodged in the catheter shaft is manufacturing related and likely caused the inflation/deflation issues, which lead to the retraction issues. Labeling review: the conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4).